Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and the customer's mother reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as headaches and frequent urination and treated with a bolus and manual injection. Customer's blood glucose value was 349 mg/dl at the time of the call. The customer and the customer's mother declined to troubleshoot for high readings. The customer reported that they will change the infusion set. The insulin pump is not expected to return for analysis.